Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch report: g3, g6, h2, h6 and h10. Complaint conclusion: as reported by the field, during a coil embolization, a 7x25 orbit galaxy complex frame coil (640cr0725, 30337722) and an 8x30 orbit galaxy coil (640cr0830, 30286063) were not moving properly in the unspecified microcatheter. There was so much of resistance in deploying the coils. Both the coil and catheter were removed without additional intervention, there was a loss of cerebral target position. Another coil and catheter were used. The surgery was delayed by 15 minutes due to the event. The procedure was successfully completed. The patient was ¿fine¿ after the procedure. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30286063 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿detachable coil delivery system - resistance/friction-during advancement with loss of cerebral target position¿ could not be confirmed. Based on the manufacturing record evaluation, device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) caution that if unusual friction is still noticed during advancement or retraction of the coil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire catheter system and examine for damage. Replace it with a new system. If friction still exists, withdraw and examine the delivery catheter system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # : (B)(4). Updated section on this medwatch report: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated with product analysis: as reported by the field, during a coil embolization, a 7x25 orbit galaxy complex frame coil (640cr0725, 30337722) and an 8x30 orbit galaxy coil (640cr0830, 30286063) were not moving properly in the unspecified microcatheter. There was so much of resistance in deploying the coils. Both the coil and catheter were removed without additional intervention, there was a loss of cerebral target position. Another coil and catheter were used. The surgery was delayed by 15 minutes due to the event. The procedure was successfully completed. The patient was ¿fine¿ after the procedure. No additional information is available. The product was returned to cerenovus for evaluation. Visual inspection and microscopic analysis were conducted on the returned device. Visual analysis of the returned og tdl cmplx frame coil 8x30 revealed that the hypo-tube has multiple kinks. The introducer was found damaged. No other damages or anomalies were observed. The microscopic inspection revealed that the coil was protruding through the damaged section noted on the introducer during the visual inspection. A manufacturing record evaluation was performed for the finished device 30286063 number, and no non-conformances related to the malfunction were identified. With the current information available for review, a potential cause cannot be assigned. However, the conditions above noted could be the result of the resistance/friction encountered during the procedure; therefore, the customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Does contain the following precaution: do not withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance can cause damage and/or premature detachment of the coil. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00302. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a 7x25 orbit galaxy complex frame coil (640cr0725, 30337722) and an 8x30 orbit galaxy coil (640cr0830, 30286063) were not moving properly in the unspecified microcatheter. There was so much of resistance in deploying the coils. Both the coil and catheter were removed without additional intervention, there was a loss of cerebral target position. Another coil and catheter were used. The surgery was delayed by 15 minutes due to the event. The procedure was successfully completed. The patient was ¿fine¿ after the procedure. No additional information is available.